Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14nov2019.

Event description:
The customer reported their display was fading, blurry, and distorted. There was patient involvement, but no one was harmed. The manufacturer¿s field service engineer (fse) confirmed that the display was blurry and distorted, but the fse could not confirm fading. The fse duplicated the complaint, with the exception of fading screen. The fse replaced the vga (video graphics array) board to solve the problem. The unit passed the extended self test and performance verification successfully.